Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history could not be performed as the lot number was not provided. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient condition, as the patient was in a car accident/accidental trauma that resulted in the slda of one clip. The reported patient effects of worsening mr and dyspnea are likely secondary effects of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that two clips were successfully implanted in the patient with functional mitral regurgitation (mr). Sometime after, the patient was involved in a car accident/accidental trauma and experienced shortness of breath similar to what was experienced before the clip procedure. Echocardiogram was performed and noted that one of the implanted clips detached from the anterior mitral leaflet, but remained attached to the posterior leaflet (slda). Mr increased to grade 3. On (B)(6) 2017 a re-clip procedure was attempted, but no clips were implanted due to the inability to visualize the mitral valve leaflets. Mr remained grade 3. Another clip procedure will be scheduled with a different echocardiographer. No additional information was provided.